Event description:
It was reported that the patient's right ventricular left bundle pacing (rvlbp) lead exhibited post sensed t-waves oversensing (pstwos) resulted in pacing inhibition. Programming changes on the refractory period or sensitivity were suggested; no changes or intervention were reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.